Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the coin battery. The evaluation/repair of the device has not been completed

Event description:
It was reported that the ht70 plus ventilator generated an coin battery needed to be replaced message. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.